Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Age of device: 3 years, 12 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital due to an elevated lactate dehydrogenase of 1211 u/l. In addition to the elevated ldh, the patient also had hematuria and elevated plasma free hemoglobin. At the time of the event, the patient¿s anticoagulation regimen included coumadin and aspirin with an inr goal of 2-3. On admission, the patient¿s inr was 1.8. Warfarin was held and the patient was started on a heparin infusion. A ramp echocardiogram performed on an unspecified date showed the patient¿s aortic valve opening with every beat. When the pump speed was increased to 10,200 rpm, the aortic valve opened with every 3rd beat. A CT of the chest and abdomen did not show any other source of ldh reduction including lymphoma that was grossly evident on CT scan. The patient continued on heparin, and warfarin was restarted 3 days after admission. The patient¿s ldh peaked at approximately 1200 u/l and slowly improved to approximately 500 u/l on day of discharge. It was also reported that the patient also had some intermittent changes in speed and power when changing position. As of (B)(6) 2018, the patient was stable at home with no symptoms. The customer planned to continue to monitor the patient¿s ldh. No further information was provided. The manufacturer¿s technical service representative reviewed a few provided log files and observed intermittent power and flow elevations taking place across (B)(6) 2018 and (B)(6) 2018 with pi trending flat. No other unusual events were observed within the log file.